Event description:
It was reported per field service report: symptom - large loss of helium tank pressure 500 psi down to 100 psi during transport of pt. Used 2 tanks of helium. On 7/2/09 the customer stated that the pump was not switched off the pt when the event occurred because they were in route to another facility approximately ten mins away. The transport team had extra helium tanks in the side pouch and "these came in handy." The pt was never in "trouble" and the pump was switched at the destination hospital. Findings/action taken: installed high pressure helium tank and found helium leak at regulator. Pressure dropped from 1400 psi to 0 psi in a few seconds; approximately "30-40 seconds." Replaced regulator assembly. Performed 30 mins leak test. Psi at start 1338. Psi complete 1338.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.